Event description:
It was reported that during a laparoscopic total hysterectomy, the device stopped working, retested, retorqued and still would not work. Another device was opened to completed the case. There was no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 (solid tone) was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The manufacturing records were reviewed and no anomalies were found during manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.